Manufacturer narrative:
Visual evaluation of the picture attached to the complaint of an alleged ar-8990st out of the package. It was noted that the tip of the device was broken off and bent. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. According to dfu-0054 at revision 0. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Complaint confirmed.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8990st fibertak dx suture anchor inserter tip broke off during insertion. The tip was noticed under fluoroscopy, and it was successfully removed. The case was completed using another fibertak. This was discovered during a brostrom procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.